Event description:
A facility reported the monitor was detecting an error form the cerelink microsensor (ID 826850) . Two monitors were connected to the sensor and the error persisted; therefore, the sensor was removed and monitoring was discontinued.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID 826850) was returned for evaluation. Device history record (DHR) - the product 826850 for lot 6113498 (sn 133227), and the lot met specifications when released. Failure analysis - the issue of the complaint has been confirmed: catheter material stretched at 30.3 cm from connector and crimped/pinched 11.5cm from case. Internal wires broken. Cerelink monitor reading was unacceptable; icp express read "no transducer detected". No testing was possible. Based on the failure analysis, the root cause could be determined as a mishandling of the catheter.